Event description:
Boston scientific received information that this device displayed a low voltage fault which was also confirmed via device interrogation. Boston scientific technical services (ts) was contacted and recommended replacing the device.

Manufacturer narrative:
The device memory was reviewed by a boston scientific engineer. The low voltage fault was declared on (B)(6) 2012, due to three daily voltages being blow the threshold of 3.025 volts. There were no other suspicious faults or resets stored within the device memory. The voltage has currently recovered so therapy delivery would not have been affected. Because the device hardware was not detecting the loss of battery energy, the battery status indicators are not reflecting the depletion condition and are inaccurate (thus causing the fault). Engineers conclude, the behavior appears inconsistent over time and this failure mode may change unpredictably. Since the battery doesn't have a significant reserve capacity and could potentially impact therapy, replacement was recommended within one week.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage battery fault code (fault code 1003) had been recorded on (B)(4) 2012. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the automated testing results, as well as information recorded within the device memory, indicated that sufficient battery capacity was available to ensure therapy availability/delivery while the device was implanted. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.

Manufacturer narrative:
One week later the device was explanted. The physician upgraded the patient to a cardiac resynchronization therapy defibrillator (crt-d). Since the patient had an occluded subclavian vein, a surgeon will place epicardial leads at a later date.the device has since been returned and is currently in analysis. Upon completion from analysis, this report will be updated.

Event description:
--